Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer experienced missing high/low glucose alarms with freestyle librelink application. Adc attempted to replicate the reported issue using similar configuration of samsung galaxy a52 (android 13, 2.10.1.10406). The reported issue was unable to be replicated and the system functioned as intended. There were no issue identified with the freestyle librelink app during replication that would have led to the reported issue. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with a samsung a72 and os13. It was reported that the high/low glucose alarm failed to sound and, as a result, the customer experienced hypoglycemia and was unable to self-treat, requiring non-hcp third-party administration of a glass of lemonade for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.